Event description:
A PICC line, #4 french catheter was inserted into the pt's right antecubital on 5/14/96. The PICC line length had not been trimmed upon insertion. The pt was taken to surgery for a left wrist fracture on 5/15/96. The pt was moved to pacu (recovery) where the PICC line was observed as infusing fine with a gravity drip IV. The pt had been in recovery for approx 40 mins when he stated that his right arm was getting wet. The nurse removed the dressing over the insertion sight and found that the catheter had separated from the hub and migrated into the pt's arm. The pt's right arm was immobilized and the dr notified. The arm was x-rayed. The catheter had moved approx 1-2 inches from the insertion sight. Utilizing fluoroscopy, a cutdown was made to remove the broken catheter.